Manufacturer narrative:
(B)(4). The reported alarm was unknown. The occurrence date of the alarm was reported as (B)(6) 2014; however, the last alarm recorded on the device occurred on (B)(6) 2014. A review of the event history logs revealed a system error 2091 (volumetric standard left chamber venting alarm). External and internal inspection was performed with no issues noted. Pneumatic system testing was performed and a leak was observed. The cause of the alarm was determined to be due to a faulty manifold valve. To correct the condition, the manifold valve was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarm occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.